Manufacturer narrative:
Field service engineer (fse) investigated report of a detector status not ready error, and found the nexis system was not communicating with detector. Fse then rebooted the system and communication was restored . Fse checked settings and verified proper operation per the imaging portion of the lfddis system service checklist qssrwi4.3 and returned the system to the customer for use.

Event description:
Customer reports the system was locked up and they do not have a back up room. They cancelled the procedure and rescheduled for another day. No reported injury.